Manufacturer narrative:
(B)(4). Investigation summary: ten samples received for investigation. They came in a plastic bag. Five samples have a foreign matter embedded in the barrel wall. This is a degraded resin. Four samples have damaged plunger rod, and one has no defects. Six photos were provided. They show syringes with embedded degraded resin and plunger rod damaged. A potential root cause can be attributed to the syringe assembly process. After the molding process, the barrel goes for printing the scale; then, silicone is applied; after that, the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger and barrels. The embedded degraded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Based on the samples received and photos provided, the symptoms reported by the customer is confirmed. This lot was produced for 0.134mm units with one complaint. It has a cpm of 7.4. We will continue monitoring and trending this product and lot# for these symptoms. The customer is reporting a total of 935 defective units. It is recommended to send all the parts to the manufacturing site for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot#: 9056801 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the samples received and photos provided the symptoms reported by the customer can be confirmed. This lot was produced for 0.134mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product and lot# for these symptoms. The customer is reporting a total of 935 defective units. It is recommended to send all the parts to the manufacturing site for evaluation. Root cause description: syringe assembly process. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the plunger and barrels. The embedded degraded resin can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time a review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that 533 bd¿ luer-lok syringes 60 ml experienced broken/damaged plunger rods. Product defects was noted prior to use. The following information was provided by the initial reporter: material no: 301035. Batch no: 9056801. It was reported that the syringes have broken plunger rods and black dots on them.